Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00373 and 1038671-2025-00374. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: (B)(6), 02-010-01-0235 - logic femoral ps cem left sz 3.5.

Event description:
As reported, the patient experienced pain in their knee. During examination, instability was found. In the radiological study, the image is compatible with pet wear, wear of the patellar component, massive osteolysis in relation to the tibial component, and tests compatible with aseptic disimplantation. Normal blood metal levels. The patient was revised approximately 5 years and 1 month post their initial knee surgery. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.